Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00821 thru 3012447612-2018-00824.

Event description:
It was reported that it was difficult to remove four drivers from the mating screw heads after implanting the screws during surgery. The surgery was completed utilizing these devices without reported patient impacts. This is report four of four for this event.

Manufacturer narrative:
Additional information: results and conclusions - without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that it was difficult to remove four drivers from the mating screw heads after implanting the screws during surgery. The surgery was completed utilizing these devices without reported patient impacts. This is report four of four for this event.